Event description:
It was reported that the implant was removed due to damage to the internal drive feature.

Manufacturer narrative:
(B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned products showed that the removal tool that was used to removed the implant from the patient's jaw was stuck in the implant's drive feature. This investigation addressed only the implant. No pre-existing conditions were noted on the product experience report (per). Complainant reported that the implant was removed due to damage to the internal drive feature the reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformance's were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.